Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in three pieces, typical of insertion and removal from the eye. Scratches are observed on the lens. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file indicates the company model, 17.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient vision is worse than before surgery especially reading. The lens was explanted and replaced with monofocal lens in a secondary procedure. Additional information has been received and stated that patient experienced vison is blurry at all distances, halos and trouble reading. There was no patient harm.